Event description:
During uterine wall ablation, the device tip was inserted into the vagina, and the umbrella like sheath was inflated, the doctor then retracted the sheath, but it did not retract fully back into the sheath. It could have perforated the uterus but did not.when extracting the wand device from patient's vaginal vault, the protective sheath did not retract correctly. Manufacturer response (as per reporter) for impedance controlled endometrial ablation, novasure;maybe the uterus size was small.